Event description:
Reported that a female pt treated by vanquish complained after the treatment of erythema in the treated area. The skin at this time appeared otherwise healthy and intact. The following day pt called the office and reported she had been to the emergency dept due to burns that had appeared in the treatment area. Pt was prescribed topical burn cream silvadene and oral antibiotics. The physician's office has reached out to the pt several times to follow-up. The pt has not returned their calls.

Manufacturer narrative:
Btl industries followed up with the physician's office to gather additional info. Per the physician's office the procedure on (B)(6) 2013 was conducted successfully with no malfunctions. Btl industries reviewed the system logs for the treatment date and confirmed that no system malfunction occurred.